Manufacturer narrative:
The device was received and is pending evaluation and repair.

Event description:
It was reported the drill ¿gets hot¿. There was no injury reported.

Manufacturer narrative:
The device was received for evaluation in good condition. The customer complaint could not be confirmed. Pre-repair temperature check performed at 60k after 5 minutes the max temp was 91f; the ambient temperature was 74f. There was no fault found with the device. Actual device evaluated FDA; test for high temperature conditions. No failure detected. Operational context caused or contributed to event.